Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding foreign material on the air/water channel, the cause could not be established and for the e216 scope communication error code, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device had foreign material on the air/water channel and an e216 scope communication error code. There was no patient involvement.